Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high shock impedances of greater than 125 ohms. The shock impedance measurement was running in the 110-120 ohm range. The system will continue to be monitored. There were no adverse patient effects reported.